Manufacturer narrative:
Section d10 references: product ID b35200 lot# serial# (B)(6) implanted:(B)(6) 2023 explanted: (B)(6) 2024 product type implantable neurostimulator product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension product ID 7482a51 lot# serial# (B)(6) implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 17-feb-2025, UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(6), ubd: 29-jun-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the providers nurse stated that the "chest battery was removed on (B)(6) 2024 due to wound concerns". The battery is scheduled to be re-implanted on (B)(6) 2024. It is unknown if the issue has been resolved. Additional information received from the manufacturer¿s representative reported the patient had a new extension and battery placed on the left side due to erosion and then infection. After placing the new extension impedances showed investigate on contact 0<(>&<)>1 and there was a ¿loose contact.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the ¿loose contact¿ wasn¿t determined. Impedance issues didn¿t resolve post-operatively. The patient had not yet been seen for programming.